Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited 2.5 years of battery life and it was implanted three months ago. Additionally, the left ventricular (lv) lead was noted to have high capture thresholds and low impedance measurements but still within range. Boston scientific technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. At this time, this device remains in service.